Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found a ¿ventilator inoperative¿ error was observed, the available documentation did not specify which component replacement would be required to resolve the issue. No additional actionable error codes were identified. Dust and dirt contamination was also observed inside the device. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.